Manufacturer narrative:
Date of event: unknown. Implant date: unknown. Explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that the patient had a suspected allergy to two synthes devices. This is report 1 of 2 for (B)(4).